Event description:
Per the clinic, the patient developed swelling and fluid drainage secondary to the multiple unrelated middle ear surgeries and transcutaneous osia implant system implantation performed on (B)(6) 2024. The incision site would not heal properly and started to open up; resulting in skin breakdown and wound dehiscence. Subsequently, the patient underwent a revision surgery (date not reported) in order to close the incision site; however, the issue did not resolve resulting in exposure of receiver/stimulator. The device ended up being explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.